Event description:
After the implant was completed and patient was released, the patient presented to the physician with a hematoma at the ipg site. Physician brought the patient into the or the next day, cleaned out the hematoma, flushed the area with antibiotics, added extra sutures, and closed. Physician prescribed antibiotics after the procedure was completed.